Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported the pump error 23. Troubleshooting was performed and the customer stated that was able to clear the alarms and able to rewind the insulin pump. No harm requiring medical intervention was reported. The customer discontinued using the pump and it will be returned for analysis.

Manufacturer narrative:
Customer returned pump for an alleged pump error 23 alarm found on 20-sep-2023. The pump passed the the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08745 inches. The pump was monitored without the test energizer battery inside the battery compartment and reinserts it back into the battery compartment for less than 10 minutes and no unexpected pump error 23 alarm noted. Successfully downloaded history files and traces using thus. Insert battery alarm was recorded and found in the formatted history file on: 09/19/2023 08:49:24.000, 09/19/2023 11:10:46.000, 09/19/2023 11:14:29.000, 09/19/2023 11:16:45.000, 09/19/2023 11:20:37.000, 09/19/2023 11:36:28.000, 09/19/2023 12:18:25.000. Power loss alarm was recorded and found in the formatted history file on: 09/19/2023 11:36:00.000, 09/19/2023 12:19:40.000, 09/19/2023 12:19:51.000, 09/19/2023 12:20:10.000. Pump error 23 alarm was recorded and found in the formatted history file on: 09/19/2023 11:47:04.000, 09/19/2023 11:57:00.000, 09/19/2023 12:18:49.000. Failed battery alert/battery failed alarm was recorded and found in the formatted history file on: 09/19/2023 11:10:27.000, 09/19/2023 11:14:13.000, 09/19/2023 11:14:21.000. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms/alerts were noted. Insert battery alarm was expected since the battery was removed from the pump. Pump error 23 alarm and power loss alarm were expected since the pump resets after the battery was removed for more than 10 minutes. Upon checking on the power data/detail trace file, failed battery alert/battery failed alarm was expected due to pump battery does not have enough power. The customer may have used a no power/depleted battery. Please see below for pump errors/alarms noted 2 days prior to the event date 20-sep-2023 in the formatted history file.  No delivery alarm/insulin flow blocked alarm was found in the formatted history file on: 09/19/2023 02:28:00.000 alarm alert notification fault number = no delivery (7) during bolus delivery. 09/19/2023 02:34:26.000 alarm alert notification fault number = no delivery (7) during bolus delivery. 09/19/2023 02:43:33.000 alarm alert notification faultn umber = no delivery (7) during basal delivery. 09/19/2023 04:49:58.000 alarm alert notification fault number = no delivery (7) during bolus delivery. 09/19/2023 04:50:50.000 alarm alert notification fault number = no delivery (7) during bolus delivery. 09/19/2023 06:39:19.000 alarm alert notification fault number = no delivery (7) during bolus delivery. 09/19/2023 06:41:19.000 alarm alert notification fault number = no delivery (7) during basal delivery. 09/19/2023 08:33:48.000 alarm alert notification fault number = no delivery (7) during basal delivery. 09/19/2023 08:43:00.000 alarm alert n otification fault number = no delivery (7) during basal delivery. 09/19/2023 11:26:12.000 alarm alert notification fault number = no delivery (7) during bolus delivery. 09/19/2023 11:36:00.000 alarm alert notification fault number = no delivery (7) during basal delivery. The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No unexpected occlusions or insulin flow blocked alarm noted during testing. The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. The test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay, a pillowing keypad overlay and a scratched case. Pump error 23 alarm was not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.